Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at unknown place. The customer was not hospitalized. The cause of death was unknown. The caller stated that the customer had waiting list for kidney transplant diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer passed away on september 10, 2021. The caller agreed to return the insulin pump for analysis.